Event description:
The technician reported the brakes are not holding. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the brakes not holding is due to cracked brake caster stems on left and right head brake casters not allowing brake mechanism to lock the wheel in the brake position. The most likely cause is normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the left and right head end brake casters to resolve the issue. Based on this information, no further action is required.